Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second patient. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a promark endo motor, two files were separated in two patients. In this case, the patient was referred to a specialist for retrieval. The doctor asked for the motor to be evaluated to ensure it is working normally.